Manufacturer narrative:
The remaining (ninth) unit was evaluated and the issue was confirmed. The unit had a shorted out component. The customer subsequently cancelled their request to have the unit repaired.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the unit had phantom motion. Six events had no patient involvement. Three events it is not known if there was patient involvement.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 5 devices were evaluated in the field and the issue was confirmed; the devices had damaged components. 3 devices were evaluated and no defect was found. 1 device has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the unit had phantom motion. 6 events had no patient involvement. 3 events it is not known if there was patient involvement.